Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their venous occluder described as not functional and the forceps were used in place of the occluder. There was no change out, no delay, and no blood loss and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous occluder turned off and did not operate. The occluder was rebooted but the issue remained. Forceps were used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.